Event description:
According to the reporter: the power of the handle stopped and a strange loud sound was heard while suddenly the tip of the hook probe breaks off. The tip fell into patient cavity but was retrieved from the patient. A new autosonix hook probe short was used. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).